Event description:
Patient presented with anteroseptal mi and was thrombolysed with reteplase. The physician was treating an 80% stenosed long segment lesion in the mid lad after first the diagonal origin. The lesion was described as a simple lesion without tortuosity. Patient underwent ad hoc angioplasty with an endeavor sprint drug eluting stent. The stent was fully expanded post deployment. Immediately after deployment, there was a thrombus formation proximal and distal to the stent. A driver sprint bare metal stent was deployed distal to the endeavor sprint. Thrombus aspiration, intracoronary eptifibatide, nitroglycerin, and adenosine were administered with partial success. Patient was moved to the intensive coronary care unit, where they developed cardiac arrest from which they were revived and treated with intravenous eptifibatide infusion for 48 hrs. No further clinical sequelae reported.

Manufacturer narrative:
Results and conclusion: root cause is undetermined. Inherent risk of procedure - thrombus, myocardial infarction. No results available since no evaluation performed- device or procedural images not provided for review. None - no device returned. (B)(4).

Manufacturer narrative:
Evaluation codes, results: (B)(6)% stenosis, pre-existing thrombus. Evaluation codes conclusion: related to use in environment i.e. Pre-existing thrombus, no identified device malfunction. Remedial action (notification) ticked in error in previous MDR.

Event description:
Image review confirms the presence of thrombus in the vessel prior to pci balloon and stenting procedure. There is no evidence of the use of aspiration devices in the images provided. Thrombus was pre-existing in the vessel prior to the stenting and the thrombus was moved through the lad, diagonal and septal vessel during pci. There is no evidence of reaction to the drug, polymer or stent material. There is no identified device malfunction based on the image review.